Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) and chloride results on a patient and erroneous high sodium (na) results on a second patient. The instrument which generated the results was unicel lx20 800 pro chemistry analyzer. Patient one: patient one's result was reported out of the laboratory and the patient was transported to emergency room (ER) where a new sample was redrawn and rerun. The new sample results were within the established range. The original sample was rerun on the same unit and an alternate unit and both samples were within the established range. Patient two: the high results were not reported out of the laboratory. The original sample was rerun on an alternate unit. The re-run results were lower and were reported. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
The ise system was calibrated prior to the event. The qc results were out of range (2-standard deviation) high; however, upon repeat results were within range. Bci field service engineer (fse) performed preventive maintenance on the unit and replaced na electrode along with other parts. Since the pm no further inquires has been generated in regards to this issue. A clear root cause has not been identified for this event.